Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 500 mcg/ml lioresal at 101 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient presented with a critically alarming pump. The logs were read and the pump was noted to have gone into safe state due to a low battery reset on (B)(6) 2017. The patient and family were unaware that it was the pump that was alarming. The patient had no signs of withdrawal and was doing well. No environmental, external, or patient factors were noted to have led or contributed to the issue. It was noted the patient's dose was reduced from 101 mcg/day to minimum rate and the patient was given oral baclofen. The pump was to be replaced on (B)(6) 2017 and the issue was not resolved. The patient was noted to be "alive - no injury".